Event description:
It was reported that an error code occurred when an external pulse generator was powered up. The customer was going to test the battery voltage prior to returning the device to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).